Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified date and time, channel a was programmed to deliver an unspecified concentration of epinephrine at a rate of 0.2 mg/kg/min. Channel b was programmed to deliver an unspecified concentration of insulin at an unspecified rate and the deliveries were started. No further programming parameters were provided. In 2008, channel a sounded an audible alarm tone. During the alarm condition, the nurse noted that the pt's systolic blood pressure (sbp) decreased from 108mmhg to 70mmhg. After an unspecified length of time, therapy was resumed using a replacement device. After the therapy was resumed, the pt's sbp increased to 108mmhg. No medical interventions were required. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.